Event description:
It was initially reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were to be replaced due to high thresholds. Follow-up determined the high thresholds were chronic and exclusive to the ra lead and this lead was explanted and replaced. There were no concerns with the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.